Event description:
It was reported that the pump displayed a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on various troubleshooting steps, including inspecting and properly attaching the cartridge, but the issue persisted, and the customer was unable to load the cartridge successfully. The customer was advised to contact customer support for further assistance when available and, in the meantime, decided to rely on manual insulin injections.